Event description:
Pt was in surgery for a c-section. After the procedure the grounding pad was removed from pt's right leg and a burn measuring 1.5cm x 0.5cm was found below where the ground pad was located. Md made aware and orders rec'd including consult with a general surgeon.